Event description:
It was reported that the device had a faulty air-in-line sensor. No patient injury was reported.

Manufacturer narrative:
Operator of device is patient/consumer. Initial reporter also sent report to FDA is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The reported event was confirmed. The root cause was unable to be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).